Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thoracotomy procedure, the linear cutter was broken when firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # k59j0r. Additional information received: on which firing did this occur? 1st. What specific part of the device disassembled? The firing knob. On this firing, prior to the device disassembling, did the device staple? Yes. If yes, was the staple line complete? Yes. On this firing, prior to the device disassembling, did the device cut? Yes. If yes, was the cut line complete? Yes. When the device disassembled, did any pieces fall into the patient? No.